Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Operative report included with legal claim states: on (B)(6) 2008, patient was implanted with a depuy asr hip on the right side. On (B)(6) 2008, patient was revised due to pain. Possible granuloma formation secondary to allergic phenomenon was discovered. Noninflammatory tissue necrosis was present. The femoral component remained rigidly fixed and could not be removed. The bone behind the acetabulum appeared without evidence of ingrowth, but no evidence of membrane formation was encountered.